Manufacturer narrative:
This lv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a repositioning procedure of this left ventricular (lv) lead took place due to phrenic stimulation, and lead dislodgement. This lv lead was successfully repositioned, and all measurements were correct and within range before and after the repositioning procedure. There were no adverse patient effects reported.